Event description:
It was reported that during a coronary drug eluting stenting treatment precedure, the shaft of the delivery device broke at the "hypotube transition." The physician had successfully deployed the taxus 3.0 x 32 mm drug eluting stent in the lad. Upon removal of the catheter, the delivery system shaft broke in half at the "hypotube transition." Another taxus express2 drug eluting stent (unk size and exact location) was sucessfully placed. No pt injuries or complications were reported.